Event description:
Information was received from a patient regarding a competitor implantable neurostimulator. The reason for call was patient reported they had a concern with their abbott spinal cord stimulator. Patient stated they had surgery in (B)(6) because they had an ulcer and lost like 87 pounds, and then they had their abbott rechargeable battery changed to an abbott non-rechargeable battery. Patient said they don't know if something changed after the surgery, but two weeks after their surgery, their back and legs were itching all the time and patient was wondering if they were allergic to the scs. Patient also said their leg was bothering them and their hip was hurting and the placement of the battery was in such a spot where they couldn't get a shot to further treat their pain and itching. Patient was wondering if abbott was still open, as they tried contacting their abbott reps, their physician, and anyone at the (B)(6) near their hometown or (B)(6), and they cannot get a hold of anyone. Agent reviewed role of patient services and redirected patient to their healthcare provider to further address the issue. Agent sent email to patient for physician listings to find a new doctor. Patient stated they could not recall the name of their implanting doctor. Agent reviewed these physicians work with medtronic devices, so it is not a guarantee the physicians will be able to assist with their abbott device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).